Manufacturer narrative:
As reported, the fastener of the bard/davol optifix straight fixation device was broken. Based on the information provided, and not having the sample to evaluate, root cause for the reported event could not be determined; no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. If/when additional information is provided, a supplemental MDR will be submitted. Not returned.

Event description:
It was reported that during a procedure on (B)(6) 2021, the fastener of the optifix straight fixation device was broken. There was no reported patient injury.